Event description:
A nurse reported that during vitreoretinal surgery, a vitrectomy probe "did not work." Pt impact/involvement is unk. Add'l info was requested.

Manufacturer narrative:
A sample has been received and in-house investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).